Event description:
According to the reporter, during a procedure, the handpieces had no seal. There was no evidence of energy delivery. It seemed to be new and there was no physical damage. Another handpiece worked fine with the same generator. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#32210273x); vlls10gen, vlls10gen ls series vessel sealing gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, g3, h6 (fdd) new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cholecystectomy procedure, the handpieces had no seal during ligation of gallbladder less than 3mm after 2 to 4 good seals. There was no regrasp alert and no end tone heard. It seemed to be new and there was no physical damage. The handpiece was cleaned frequently when there was significant tissue in between. Another handpiece worked fine with the same generator. There was no patient injury.